Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided instructions to perform a system check, but no issue were identified. Customer changed pump supplies to address the issue.